Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that test did not pass and later found out that the posterior segment infusion head was blocked before cataract and vitrectomy combination surgery. The surgery was completed by changing the new product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned product was visually inspected and no obvious defects were found that would contribute to the reported event. The product was tested on a calibrated console and a infusion error occurred indicating an infusion fluid error. Analysis and inspection of the straight through connector on the infusion cannula assembly confirmed occlusion. The system is designed to perform a quality safety to detect for this unwarranted condition and alert the user during priming of the device prior to surgery. The infusion flow path was inhibited by flash material at the straight through connector which is a molded component by our supplier manufacturer. The supplier confirmed the issue was confined to one batch manufactured in 2022 based on complaint product data that occurred on a specific cavity mold. A supplier review of issue repair logs identified a damaged/broken pin that was identified from the production run of the batch. The issue repair log confirmed the tool was repaired and corrected the cause of the occlusion (flash/material in the straight-through-connector). The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is related to mold-tool damage for a select cavity that produced the straight-through-connector. The damage to the cavity caused the flash/occlusion within the tubing which resulted in the customer experience. To address root cause, the supplier repaired the mold tool/pin in 2022 after the production run. Supplier analysis of produced batches since 2022 indicated the issue has not reoccurred since the production of the impacted batch. Additionally, the time between when the batch was produced and the complaint was reported to the supplier, many of the production and quality inspection processes have changed/been updated and made more robust. For any production run that finishes overnight (the affected supplier batch finished overnight), now requires a quality inspection check before the material is released to packaging. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).